Manufacturer narrative:
(B)(4)

Event description:
It was reported that asymptomatic patient presented in-clinic for follow-up with an alert for hv lead impedance greater than the upper limit. Out of range measurements over the past week were detected however, in-clinic all measurements were in range. Programming change, performing dft testing and chest x-rays of the lead were recommended. No further information available.

Manufacturer narrative:
A partial lead with the connector pin measuring 7.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received indicated that the lead was removed. No further information could be obtained.